Event description:
Proxy biomedical was notified (B)(6) 2012, via email by the polyform distributor ((B)(4)), that they have received a complaint on (B)(6) 2012, regarding a polyform product. The complaint states that a result of the polyform implant, the pt suffered abnormal bleeding, incontinence, mesh erosion, dyspareunia, pelvic pain, urinary tract infections, chronic vaginal drainage, recurring feelings of pressure/fullness, lower back pain, and difficulty with bowel movements. The complaint was reported to (B)(4), via email on (B)(6) 2012, from (B)(6), the pt's attorney. The pt is identified as "(B)(6)"; date of birth is unk. Her weight and height are not provided. The hospital where the implant procedure occurred is (B)(6) hospital. The surgery was performed by dr. (B)(6). The date of implantation of the mesh was (B)(6) 2007. It is unk if corrective surgery to repair or remove the implant took place. No other info regarding the product or the pt is available at this time. The polyform product lot number provided to bsc is c000155 - the part number is 840-2401 (1 of a 5 pack of 10 cm x 15 cm meshes). Lot expiry date is 08/30/2007.

Manufacturer narrative:
Evaluation - device was not returned for evaluation. Conclusion - inconclusive, investigation on-going. The device is a synthetic device made from polypropylene. Injuries such as, incontinence, mesh erosion, dyspareunia, pelvic pain and infection is a documented risk associated with the polyform device - reference design fmea and polyform product insert (instructions for use).